Event description:
An email was received from the israel ministry of health on 09dec2024. A patient (pt) in israel was seen at a hospital (date unknown) and reported pain and redness in the eye (exact eye unknown) when wearing a 1-day acuvue® moist® for astigmatism brand contact lens (cl). The pt was diagnosed with a temporal paracentral corneal abscess due to the use of cls. The pt denied bathing in the sea/pool/jacuzzi while wearing lenses, sleeping with the lenses, and foreign body entry. The pt "cares about the hygiene of the lenses and changing them every day." The eye and cl were tested for bacteria, fungi and acanthamoeba with no results provided. Neither pt nor treating hospital contact information was provided. No additional information has been received. No additional information is expected. It is unknown which eye was the affected eye. The date of event is being reported as 01dec2024 as the exact date of the event is unknown. A lot history review was performed and revealed the following: the batch records did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot number 1431831401 was produced under normal conditions. Availability of the suspect cls for return and evaluation is unknown. No additional evaluation can be performed. If any further relevant information is received, a supplemental report will be filed, as appropriate.